Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7159191, UDI: (B)(4).

Event description:
It was reported that during the implant procedure the patient was not tolerating laying in prone position. It was noted that during the procedure, cerebrospinal fluid was observed coming out of the needle. The procedure was aborted and the physician blood patched the dura leak. No further information has been obtained.